Manufacturer narrative:
All available information was investigated and returned device analysis was not able to confirm the reported gripper actuation issue. The reported positioning failure, poor image resolution and off-label use could not be replicated under testing environment was the issues were related to patient¿s anatomy/procedural circumstances. The reported material separation (latch and gripper cap) were confirmed during the device analysis. It was observed that the latch was not returned, and the gripper cover was frayed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any lot specific product quality issue. All available information was investigated, the reported positioning failure appears to be related to user technique/procedural circumstances (challenging visualization). The cause for reported single gripper actuation and poor image resolution could not be determined. Per the indication for use section of the mitraclip system instructions for use, the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). In this case, the device was used for a tricuspid valve procedure, which is considered off-label use of the device. There is no indication that the off-label use of the mitraclip device influenced the reported events. The investigation determined the noted detached latch and gripper cap appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report single gripper actuation issue and material separation. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. An xtw clip delivery system (cds) was inserted and grasping was performed. It was noted that visualization was very difficult; therefore, the physician was unable to determine if the leaflet insertion was satisfactory. Grasping was performed for roughly one hour. The physician decided to attempt individual grasping, but when flipping the blue latch on the gripper levers, it detached from the device. Grasping was then attempted, but the grippers with the tactile marker would not lower. The decision was made to close the clip was remove it from the anatomy. The procedure was discontinued, and no additional clips were implanted. Tr remained at a grade of 5. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.